Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that 3 of the bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm were unable to deliver medication. The following information was provided by the initial reporter: the needles are jammed or empty.